Event description:
It was reported that the patient¿s entire system was removed seven months after implant. Prior to explant, the patient met with the manufacturer¿s representative (rep) for reprogramming but they were unable to get the intended coverage/therapy results. It was determined at that time that the stimulator couldn¿t be programmed to provide therapeutic benefit. It was reported that the rep stated they were supposed to put eight leads in her, but the patient only got two. The patient reported that she had paraplegia and ¿loses bladder¿ as a result of spinal cord stimulation (scs) therapy. According to the patient all the doctors stated these were a direct result of the stimulator. The symptoms started after removal and during the time it was implanted. After the initial implant, the patient was on a lot of pain medication, and as it was tapering off she couldn¿t feel legs, was falling, and thought was walking, but wasn¿t. It was noted, the patient had a bruise on her knee that still remained. When the patient would get up from her chair it was wet from urine. Urine would still come out of the patient and she couldn¿t control it and didn¿t know when it happened. It was noted, the battery burned the patient and the back was where she felt it. The patient reported that her healthcare provider (hcp) said her conditions were irreversible. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# n376632, implanted: 2013 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).